Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer states that one patient generated repeatedly positive results (per the customer's reference range) with the architect total b-hcg assay. The positive results have been generated on more than one sample and reported from the lab. The samples have tested negative with the beckman access 2 and free beta chain bio-irma 6 methods. The customer provided the following data: sample 1 : result = 15 miu/ml; sample 2 from two days later: result = 15 miu/ml; sample 3 from same day: result = 13 miu/ml; sample 4 from (same day as sample 1): result = 15 miu/ml; sample 5 from same day: result = 13 miu/ml; sample 6 from six days later: result = 24 miu/ml; sample 7 from eight months earlier: result = 39 miu/ml. No impact to patient management was reported. The customer reported the incident to the regulatory agency in france (afssaps).

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. Abbott customer service and support (css) advised the customer to test the patient for the presence of heterophilic antibodies that could be interfering with the b-hcg assay. The css sent the customer a scantibodies hbt tube to test for heterophilic antibodies. The patient sample tested negative for b-hcg after treatment with the scantibodies hbt tube. The customer required no further assistance. The results are consistent with the assay's specifications. The assay is performing per labeling. This is the final report.